Manufacturer narrative:
One device was received for analysis with complaint motor error-the motor is no longer running. Motor not running alarm found in device history. No service history found in last 12 months. Visual and functional testing was performed. The plunger case was broken. Reported problem was duplicated by plunger travel test. This may be motor sensor did not detect any rotation of the stepper motor. Probable cause was the main board.

Event description:
It was reported there was motor error-the motor is no longer running. There was no reported patient involvement.